Event description:
It was reported that the patient underwent a surgery on (B)(6) 2011 to treat spondylotic myelopathy and for implant of artificial disc at c3-4. During surgery, the drill lost power and the surgeon used another hospital owned drill to complete the surgery. After the surgery, the patient stayed in bed, and wore a brace for more than 3 weeks. The patient initially had relief of pre-op symptoms, but developed increasing neck pain. During follow-up on (B)(6) 2012, the surgeon found the disc was incorrectly positioned.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.